Event description:
The hcp reported via outcomes registry, a patient experienced increased pain due to punctures in the intrathecal catheter. The patient was undergoing pump replacement in 2006. The hcp reports there were two punctures in the catheter in the area of the pump pocket. One of the punctures was found, prior to pump replacement via a study. The other puncture was discovered after the pocket was opened. A catheter revision kit was spliced to the previously implanted catheter, at the proximal end and the catheter was connected to the new pump. The patient's only reported symptom was increased pain. The patient recovered without sequela. The drug used in the pump is fentanyl 15.0mg/ml at 1.0mg/day and hydromorphone 25.0 mg/ml running on a simple continuous infusion.

Event description:
Further information later reported the puncture found after the pocket was opened was probably surgical injury to catheter with scalpel at time of incision. The whole catheter was spliced to the previously implanted catheter at the proximal end. A connector was used to attach it to pump. Patient was fresh post op, expected to recover without sequela.

Manufacturer narrative:
(B)(4).